Event description:
A report was received that during a scheduled lead pull the patient stated that he experienced headaches and urinary incontinence. Upon removal of the leads, the physician noticed pus at the lead site. The patient was administered ciprofloxacin oral antibiotics at the beginning of his trial. An MRI showed no evidence of an epidural abscess. The physician does not believe that the patient's symptoms were device or procedure related. After the lead pull the patient still had a headache and was not feeling well.

Event description:
A report was received that during a scheduled lead pull the patient stated that he experienced headaches and urinary incontinence. Upon removal of the leads, the physician noticed pus at the lead site. The patient was administered ciprofloxacin oral antibiotics at the beginning of his trial. An MRI showed no evidence of an epidural abscess. The physician does not believe that the patient's symptoms were device or procedure related. After the lead pull the patient still had a headache and was not feeling well.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model # sc-2218-50e, serial # (B)(4), description: trial linear st lead, 50cm. The explanted leads were not returned to bsn as they were discarded by the medical facility. A review of the manufacturing documentation for the leads revealed that no anomalies or deviations potentially related to the event occurred during manufacturing. A review of the sterilization documentation for the leads found them to be satisfactory.

Manufacturer narrative:
Additional information was received that the physician does not know if the urinary incontinence was a pre existing condition. The physician believes the urinary incontinence resolved with explanting the leads. The symptoms occurred with the stimulation on and off. There was lead migration noted during the trial. The patient is reportedly doing well after ending the trial.